Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, dried blood/tissue was present around the helix, and stretched coils. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. The helix mechanism was unable to extend. The lead was then tested externally on the surgical table, and the helix mechanism was still unable to be extended. A different rv lead of the same model was successfully implanted. No adverse patient effects were reported.